Event description:
On 08/09/2006, nellcor puritan bennett received a report of inflation/deflation issues on a shiley tracheostomy tube. The caller reported that after 2 weeks of use the tracheostomy tube would not inflate. The caller reported the patient had to be re-intubated.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample associated to this complaint is not available for evaluation.